Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown surgery on (B)(6) 2020, when using a screwdriver to tighten screws with and without torque limiting attachment, it was slipping in the screw head. Similar device was used to complete the procedure. There was surgical delay of five (5) minutes due to the reported event. Procedure was successfully completed. No patient consequences reported. Concomitant devices reported: unknown plate (part# unknown, lot# unknown, quantity 1); unknown screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) stardrive screwdriver shaft t8 55mm. This is report 1 of 1 for (B)(4).